Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer as medical intervention is presumed to have been required to prevent permanent impairment/damage due to limited and/or lack of detailed info. Two opened (worn) complaint sample(s) were evaluated and found to be out of specs for torn at edges. As there was no lot info provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a pt informed him that she was seen by a different physician who prescribed ofloxacin drops for 2 weeks & advised to discontinue lens wear while using medication due to an eye infection associated with wear of freshlook colorblends uv contact lenses and use of sauflon synergy lens care solution. Add'l info was rec'd in 2009. The pt was diagnosed with a corneal ulcer, right eye. The size and precise location of the ulcer was not specified. There were no associated infiltrates or anterior chamber reaction. A culture, biopsy or scraping was performed by hospital, but the results were not supplied. The event has resolved with no reduction in visual acuity and lens wear has resumed with daily disposable contact lenses. Request has been made for further details, however, no add'l info has been rec'd.